Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a distal gastrectomy procedure, the surgeon placed the anvil into duodenum and fired the device, but staples did not come out and knife blade cut the tissue. The tissue was re-anastomosed with another device. They confirmed that the cartridge where staples were contained had disengaged from the device. The cartridge was not found anywhere. It was confirmed that the cartridge was not left in the patient body. The procedure was completed with another device. The surgical time was extended by less than 30 min. The status of the patient is with no problem. Additional tissue resection was required due to the issue. There was no tissue damage. The incision site was not extended. Nothing fell into the patient's cavity. No bleeding occurred.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the instrument noted that the staple guide was disengaged and not received. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The root cause of the observed condition was determined to be a result of a manufacturing activity and a product enhancement has been implemented to prevent this condition from recurring. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.